Manufacturer narrative:
No functional analysis or testing was performed. Philips was unable to confirm the final disposition of the device, because the customer refused support and was taking responsibility for servicing the device. The cause of the reported problem was not confirmed. A philips remote service engineer (rse) recommend to the customer an exchange, and the customer indicated they would like the item shipped to them. The investigation concludes that no further action is required at this time. H3 other text : customer resolving on their own.

Event description:
The customer reported that there was no sound in the qrs tone on the ip5. They advised the touchscreen does not beep when touching as well, and advised that qrs was set to off, but when turned back on they still had no sound. Per the caller, all the alarms are set to volume 10. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.